Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced blood splatter/ sample leakage. The following information was provided by the initial reporter. The customer stated: push button collection set - needles ref: (B)(4) and discovered that when we push the needle back into the protective cover, blood splashes from the needle and a colleague has accidentally accessed the button on the needle when the needle was inside a patient's vein. No damage has been done at the moment, but I still want to raise the issue for you so that you can review that type of needle.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced blood splatter/ sample leakage. The following information was provided by the initial reporter. The customer stated: push button collection set - needles ref: 367354 and discovered that when we push the needle back into the protective cover, blood splashes from the needle and a colleague has accidentally accessed the button on the needle when the needle was inside a patient's vein. No damage has been done at the moment, but I still want to raise the issue for you so that you can review that type of needle.

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367354, batch number: 1285578. No customer samples or photos were received as of this evaluation. 10 retention samples were subjected to a draw test as well as a visual for splatter during the test. All samples passed the test with no defects observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer reported failure mode based on retention sample testing results. As no customer samples or photos were received, the scope of this investigation is limited. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.